Event description:
The manufacturer received information alleging a malfunction of a alternating current (a/c) port was broken. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The a/c port required replacement to address the issue. Additional findings not related to the malfunction/issue, the rear enclosure was noted to be damaged and would require replacement. However, no repairs were completed because the device was scrapped.